Manufacturer narrative:
Additional information received: no injury occurred and no broken parts in patient's mouth. Investigation summary: three protaper gold shaping s1 files 21mm were returned. One file was returned in loose and two other ones are unused. The file in loose is broken in the active part. No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review. Unused files were evaluated and were found in compliance with specifications (torque test). Root causes are not identified. We will track this kind of event and monitor the trend. Investigation on returned device: ) product visual identification and liability with the complaint (reference, drawing revision, quantity). Pass protaper gold s1 21mm ster 2) visual inspection "analysis according to f801.223 reference document: laboratory report 12-ho-003." Pass. "One file in loose and two unused files were returned: file in loose: shaft without damage. Handle without damage. Rough breaking pattern perimeter, with various levels and steps following the grinding grooves at 4mm from the tip. Rotational marks of contact not visible. Material without visible defect. Ruptured instrument under fatigue (modef), while pulling out of a root canal curved portion. Unused files: instruments in their original packaging. Flutes without defects. Cutting edges without damage. Shafts without damage. Handles without damage. No rupture. No visible defect on the instruments. " 4) mechanical resistance / dimensional inspection "measuring conditions and sampling according to iso 3630-1 " indicative. The diameter d3 measurement made on the new files gave one value below msa drawing limits. See annexed data sheet results. The number of unused instruments received is not representative to determinate if the batch is in compliance with specifications regarding our prescriptions (at least 20 pieces are necessary). 5) mechanical resistance / mechanical resistance test "testing conditions and sampling according to iso 3630-1 " indicative. The torque test performed on the new instruments gave torque resistance (mt) values higher than the msa minimum limit, see annexed data sheet results. The number of unused instruments received is not representative to determinate if the batch is in compliance with specifications regarding our prescriptions (at least 20 pieces are necessary). 8) general comments pass

Event description:
In this event it is reported that a protaper gold s1 21mm ster file broke. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.